Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they went to charge the implanted neurostimulator and it said it was off. Agent asked the pt if the controller said that the stimulation was off; pt said that they thought the controller said something more technical, however they weren't sure. Pt then said that now the controller was blank/unresponsive. Patient stated that they tried resetting the controller and using a different outlet, however the issue was not resolved. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. The troubleshooting steps that were taken on the call resolved the issue.